Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit. He switches the battery ever two days. Customer's blood glucose was 7.1 mmol/l. Customer was advised a new battery cap will be sent and it was typical behavior for a device with a loose battery cap. Customer was advised to monitor the device and call back if issues persisted. The insulin pump is not returning for analysis.